Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an unexpected restart alarm. The customer¿s blood glucose level was 108 mg/dl. The customer reported that they had troubles with insulin pump and it went completely blank and pushed buttons and nothing happened. The customer performed self-test and was passed. It was reported that they rewound the insulin pump and the insulin pump screen alarmed unexpected restart. The troubleshooting was performed and they changed the battery and the insulin pump alarmed unexpected restart alarm. The customer was advised to monitor the pump and call if issues recur. The insulin pump will not be returned for analysis.